Event description:
Rn was doing a port flush on a pt. When port flush complete, rn was attempted to engage the safety on the needle and it was not engaging. The needle was carefully removed from the patient and rn again attempted to engage the safety while no longer in patient and was still unable to engage. Needle was capped and kept for inspection. Product information: bd safe step huber needle, 20g 0.75in, ref# lh0031, lot askqfc039, exp 3/7/2028.